Manufacturer narrative:
There is no evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule. The company service representative examined the system and no problems were found. The company service representative determined the associated anterior vitrectomy handpiece was nonconforming. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The anterior vitrectomy handpiece was not returned for evaluation. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract extraction procedure with intraocular lens implant procedure the patient experienced a complication and the anterior vitrectomy handpiece was not working, not cutting. The case could not be completed as planned. The patient underwent a secondary implantation and is fine now. Additional information received confirmed the complication the patient experienced was a posterior capsule tear. Additional information was requested and received.